Event description:
Surgeon implanted a lens. The lens tore during insertion into the eye. The lens was removed and replaced. No pt injury. The facility did not provide the injector and cartridge model and lot numbers.